Event description:
It was reported that the patient presented with recurring incontinence while implanted with an artificial urinary sphincter (aus). A cystoscopy was performed and it was found that the cuff was not functioning properly. The aus balloon was explanted. Upon explant, there was a hole found in the balloon that resulted in fluid loss. A new aus balloon was implanted, and no patient complications were reported.